Event description:
It was reported by the customer "PICC placed (B)(6) 2022. At completion of placement, cap applied and flushed. Observed to be leaking. Limb thoroughly dried, cap tightened and observed with second nurse to be leaking while flushing. Cap removed and ridge felt in hub. PICC wire exchanged at bedside."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed twenty-nine other similar product complaint(s) from this lot number.